Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae) and difficult to remove from the anatomy. The reported foreign body in patient was due to procedural condition of the entrapment of device as the clip could not be removed and was deployed near the commissure, in the chordae and the annulus only. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for clip caught in the chordae and implanted in the chordae. It was reported that this was a mitraclip procedure, performed to treat functional mitral regurgitation (mr) with a grade of 4+. One xtw clip was implanted at the anterior 2/posterior 2 (a2/p2) leaflet position. A second jet was noted lateral to the implanted clip and the plan was to implant a second clip lateral to the first. The xt clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. The cds crossed the valve and an attempt was made to grasp the leaflets. However, the clip became caught in the chordae under the valve. An attempt was made to invert the clip and come up into the left atrium. However, this could not be done. Some m knob was removed, but the clip was still caught. All of the m knob was removed, but the clip was still caught. The cds handle was translated and the clip was freed. The cds was brought up to the left atrium and the clip was tested to make sure that it was actuating correctly. It was, so the cds was re-advanced to the valve; however, the clip became caught in the chords again. The clip could not be removed and was deployed near the commissure, in the chordae and the annulus only. A third clip was then implanted medial to the first without issue. The procedure ended with the mr reduced from grade 4+ to grade 3+. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.